Manufacturer narrative:
The unit has been returned to the MFR for eval and is currently under investigation. No patient incident was reported.

Event description:
It was reported that the masimo tester produces 75% saturation reading on the radical when tested with a masimo tester. The customer used the masimo tester on other handhelds, and readings were within specifications. No patient incident was reported.